Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, a possible removal and replacement may be performed. Further inquiry has been requested. None have been forthcoming. If any additional information is received, a supplemental medwatch report will be submitted or this file will be re-opened.

Manufacturer narrative:
A4-a6: unk. B3: unk. D4 (experiation date); unk no serial number reported. D6a: unk. H4 (device manufacturing date): no serial number reported. Claim# (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
B5: the lens was explanted. Reportedly, the surgeon replaced the lens. Claim# (B)(4).